Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating the head fell off the stem when his wife used the brush head. No injury was reported. Follow-up: the consumer clarified that the rotating disk fell off in the mouth while brushing. No injury was reported.